Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer was difficult to open and close because the bearings had fallen out of the rails. A field service engineer (fse) able to log into the hardware test application (hta) and transfer all the pockets into the new drawer. The fse removed the back panel and uninstalled the bad drawer. The fse installed the new drawer and remediated the station. The fse aligned all drawers and added preventative tape to the sharp edges. The fse was able to configure the drawer in the storage space configuration after switch on the device issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had difficulty in opening drawer and bearings were broken. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of the drawer difficult to open was confirmed by fse. According to work order (B)(4) the fse reported that drawer 6.1 was missing all the bearings. Fse log into hta and transfers all cubies into the new drawer. Uninstalled the bad drawer and installed the new. Was able to configure the drawer in storage space configuration. Laboratory inspection determined that the back panel was unsecured; however, no additional visible damage was identified. During laboratory testing it was observed that the inner rail is missing on the right side of bottom drawer. The retainer bracket was migrated, and the slide bumpers were missing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cage(s) had deviated from their intended position, resulting in either the exposure or absence of ball bearings within the rail mechanism.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had difficulty in opening drawer and bearings were broken. As per part investigation, it was determined that the inner rail is missing on the right side of bottom drawer. Additionally, retainer bracket was migrated from its intended location on the left side of the bottom drawer, resulting in the exposure of ball bearings. Also, slide bumpers on the bottom rows were missing on both sides and the slide bumper was missing on the left side of top drawer. There were no delay or adverse events or injuries reported based on this event.